Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to mishandling the device. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff repair surgery the punch handle disengaged from punch itself, so the handle was spinning when trying to remove. It took a long time to remove. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit 12-feb-2024: it was the punch ar-1927pbs that was inside the ar-2600sbs-4 speedbridge pack. Surgery was finished, it just took five minutes to remove the punch from the hard bone.